Event description:
Received voluntary medwatch, (B)(4). Report indicates a patient with permanent night vision blur following bilateral lasik surgery. This report is for the right eye, the left eye is being reported on manufacturer report #3003288808-2012-00031. The report indicates the patient is not responsive to spectacles with antiglare coat and is not responsive to miotic medications. This patient does not exhibit a significant post-op refractive error, does not have a large pupil, but has debilitating night vision and cannot drive at night. The patient has significant wavefront errors on wavefront mapping, low spherical aberrations, but high coma and trefoil aberrations following bilateral custom adjusted treatment.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4). This report was mailed to FDA on: (B)(4) 2012. (B)(4).